Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test returned test strips because they expired. Correction - the unique identifier number was updated in section d4 based on the returned product.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 50 mg/dl (accu-chek instant system) and 172 mg/dl (accu-chek active system).